Event description:
It was reported that this inflatable penile prosthesis (ipp) was non-functional several months after implant. A revision surgery was recommended by the physician but the patient decided to further evaluate options. No patient complications were reported.